Event description:
A malfunction alarm was reported by a distributor in norway. There was no reported impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer to use multiple daily injections as backup therapy. The customer was also guided to put the faulty pump into storage mode before returning it using a pre-paid label within ten days.